Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because of headache due to high blood glucose on january 2 with blood glucose of 861 mg/dl. The customer was treated with intravenous drip in the hospital. Customer experienced symptom such as nausea, vomiting, abdominal pain and difficulty in breathing. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. Customer reported they did contact their health care professional regarding the high blood glucose. Customer performed high pressure test and it was failed however repeated test performed and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device was monitored for 3 days. No unexpected errors or alarms noted. Device had scratched case, scratched keypad overlay, scratched reservoir tube window and cracked reservoir tube lip. Device was received without the original belt clip. Unable to verify damage to the belt clip. No damage noted on the belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment.